Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ constant pain after essure for one year") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from (B)(6) 2010 to (B)(6) 2010; for an unreported indication: nifedipine. Past adverse reactions to the above products included vasectomy with mirena. Concurrent conditions included body mass index normal, light periods, genital bleeding, nicotine dependence, foot pain, tendonitis, pain in hip, low back strain, vaginal discharge, sore throat, tibia fracture, rash, abdominal pain, enlarged thyroid, ovarian cyst and thyroid cyst. Concomitant products included cilest (ortho tricyclen) since 2008 for birth control as well as cetirizine hydrochloride (zyrtec), cetylpyridinium chloride (cepacol), ibuprofen (motrin) and tetracycline. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced allergy to metals ("allergic reaction to my wedding band(found that the allergic reaction was due to copper coils)/ nickel allergy"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced cystitis ("infection: bladder/infection (bladder/ urinary tract/vaginal) type: bladder."). On (B)(6) 2014, 3 years 10 months after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/heavy periods"), vaginal haemorrhage ("abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("cramping") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower and dysmenorrhoea had resolved and the menorrhagia, vaginal haemorrhage, allergy to metals, cystitis, fatigue, migraine, headache and weight increased outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, cystitis, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 159lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: no abnormalities demonstrated. Ultrasound thyroid-right lobe lower pole 2,8-cm solid complex nodule. Ultrasound pelvis endovaginal- left ovary 2.2 cm complex cyst. Ultrasound pelvis vascular- no vascular abnormalities demonstrated, no evidence of ovarian torsion. Trans-vaginal ultrasound- left ovary normal. Most recent follow-up information incorporated above includes: on 11-sep-2018: plaintiff fact sheet and medical records received, reporters added, event: weight gain. Concomitant drugs and diseases added, lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ constant pain after essure for one year") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("allergic or hypersensitivity reaction/ nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the fatigue, migraine, headache, vaginal haemorrhage, menorrhagia and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events added per pfs: abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), allergic or hypersensitivity reaction type/ nickel allergy, migraines / headaches, dysmenorrhea (cramping), pain, fatigue. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ constant pain after essure for one year") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from (B)(6)2010 to(B)(6)2010; for an unreported indication: nifedipine. Past adverse reactions to the above products included vasectomy with mirena. Concurrent conditions included body mass index normal, light periods, genital bleeding, nicotine dependence, foot pain, tendonitis, pain in hip, low back strain, vaginal discharge, sore throat, tibia fracture, rash, abdominal pain, enlarged thyroid, ovarian cyst and thyroid cyst. Concomitant products included cilest (ortho tricyclen) since 2008 for birth control as well as cetirizine hydrochloride, cetylpyridinium chloride (cepacol), ibuprofen (motrin) and tetracycline. On(B)(6)2010, the patient had essure inserted. In march 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In october 2011, the patient experienced allergy to metals ("allergic reaction to my wedding band(found that the allergic reaction was due to copper coils)/ nickel allergy"). In march 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In may 2014, the patient experienced cystitis ("infection: bladder/infection (bladder/ urinary tract/vaginal) type: bladder."). On (B)(6)2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/heavy periods"), vaginal haemorrhage ("abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower and dysmenorrhoea had resolved and the menorrhagia, vaginal haemorrhage, allergy to metals, cystitis, fatigue, migraine, headache and weight increased outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, cystitis, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 159lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion. Ultrasound pelvis - on(B)(6)2014: results: no abnormalities demonstrated. Ultrasound thyroid-right lobe lower pole 2,8-cm solid complex nodule. Ultrasound pelvis endovaginal- left ovary 2.2 cm complex cyst. Ultrasound pelvis vascular- no vascular abnormalities demonstrated, no evidence of ovarian torsion. Trans-vaginal ultrasound- left ovary normal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc - product technical complaint incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ constant pain after essure for one year") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nifedipine. On (B)(6)2010, the patient had essure inserted. In (B)(6)2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2011, the patient experienced allergy to metals ("allergic or hypersensitivity reaction/ nickel allergy") and hypersensitivity ("allergic reaction to my wedding band(found that the allergic reaction was due to copper coils)"). In (B)(6)2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2014, the patient experienced cystitis ("infection: bladder"). On (B)(6)2014, 3 years 10 months after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, abdominal pain lower and dysmenorrhoea had resolved and the menorrhagia, vaginal haemorrhage, allergy to metals, hypersensitivity, cystitis, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, cystitis, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received: historical drug and events - allergic reaction to my wedding band, infection: bladder, cramping were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.